Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter stated he needed a new seat for his shower commode. He needed a solid seat because he stated his current seat pinched his leg. Update from 12/16/2015 added by consumer affairs: seat on shower commode cracked and pinched end users upper leg. No medical attention reported. End user contacted provider to get a replacement seat. No model or serial number available and no return set up at this time as end user is working with provider waiting for a new seat. No further information provided at this time.